Event description:
It was reported that the device had a reset. The patient information data had been cleared, but there was no change in the therapy settings. The device remains in use. It was noted there were no patient complications.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.